Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 62-360 (mg/dl). Customer addressed elevated bgs by delivering a bolus and addressed low bgs by consuming carbohydrates. Customer reports that bg levels were back in target range. Recommendation was made to consult with health care provider to discuss pump settings and diabetes management.